Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-2316-70, serial #: (B)(4), description: infinion70 cm lead kit, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-4316, lot #: 16588638, description: next generation anchor kit sterile.

Event description:
A report was received that during a permanent implant procedure, the patient experienced a massive headache after the dura got punctured. Medical intervention was provided for the massive headache and the patient was reportedly doing well.